Event description:
It was reported that during a cholecystectomy procedure, the clip was not formed properly at the first firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that one device was rec'd in good visual condition. The device was cycled, fed and formed the remaining clips within mfg specs. The device locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.